Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8266740; medical device expiration date: 2023-09-30; device manufacture date: 2018-09-23. Medical device lot #: 8266738; medical device expiration date: 2023-09-30; device manufacture date: 2018-09-23. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ insulin syringe with attached needle was missing the markings on the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 13mm, 29g bd safetyglide insulin syringe with open blister packs from lot # 8266740 and lot # 8266738. Customer states that the syringe is without markings. The returned syringe was examined and exhibited no scale markings printed on the barrel. A review of the device history record was completed for batch# 8266740. All inspections were performed per the applicable operations qc specifications. A review of the device history record was completed for batch# 8266738. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root causes for missing scale markings include: damage to the pad. Print drum not touching the pad for ink transfer. Pad heat set incorrectly. Print head timing out of adjustment. Probable cause for the missing scale markings is from a jam at the printer between the transfer dial and the carousel. The machine was stopped to clear a jam. Once restarted, a reset procedure allows the carousel to make a rotation before feeding barrels, so the pads have fresh ink applied. The damaged barrel was not cleared properly and was allowed to be transferred to the oven without scale marking. Jams at the printer can be prevented with proper alignment and maintenance. The preventative maintenance training has been updated to check for broken nylon bolts at the corona station which is the cause of most jams.

Event description:
It was reported that bd safetyglide¿ insulin syringe with attached needle was missing the markings on the syringe. No serious injury or medical intervention was reported.